Manufacturer narrative:
Upon further review, it was determined the manufacturing date was inadvertently omitted from the initial report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2015. The procedure was abandoned due to the doctor being unable to safely complete the procedure due to the patient's anatomy. The sensor intended for use was inserted with the delivery catheter, but was not deployed. The delivery catheter was mentioned to have worked properly.

Event description:
Upon record review, additional information was obtained.